Event description:
Registered nurse noted intravenous channel running pitocin pouring onto floor. The intravenous set was noted to have a hole in the soft portion of the tubing that runs through the pump. Intravenous tubing immediately disconnected from patient to prevent pitocin bolus. Lot # (10)22115606.